Event description:
It has been reported that during the procedure, the sheath of this device was defective. Reportedly, burring occurred at the end of the sheath. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.